Manufacturer narrative:
(B) (4). There was no reported product deficiency. Death is a known adverse event as listed in the promus instructions for use (IFU). Since it was reported that the promus stent was implanted overlapping a taxus liberte drug eluting stent, it should be noted that the promus IFU states: when multiple drug eluting stents are required, only promus everolimus eluting coronary stents must be used. Potential interaction with other drug eluting stents or coated stents have not been evaluated and should be avoided. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that a promus stent was implanted in an unspecified vessel on (B) (6) 2008 overlapping a non-abbott stent proximally. An unspecified drug eluting stent was also implanted in the target lesion. The patient expired on (B) (6) 2009. The cause of death is unknown. No additional information has been provided.